Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, embolism, and severe post-implant pain. The patient also reports to be experiencing anxiety related to the device. The indication for the device implant was chronic deep vein thrombosis (dvt). The device was implanted via the right common femoral vein below the level of the renal veins. The documentation indicates that the patient tolerated the procedure well. Approximately five months after the filter was implanted, it was determined that the patient no longer needed the filter and the patient underwent a successful percutaneous procedure to remove the filter. According to the procedure notes; under direct fluoroscopic guidance the device was snared and removed without complication. A post-procedural venogram demonstrated complete patency of the inferior vena cava (ivc) with no evidence of stenosis, injury or contrast extravasation. The patient was reported to have tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The information provided does not mention any specific malfunction of the device and the operative reports for the implant and the retrieval do not mention any evidence of thrombosis or embolism. Without the implant and explant images available for review and the limited information provided, the reported events could not be confirmed or further clarified at this time, nor can a conclusion about a relationship between the reported events and the filter be drawn. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Since the device was successfully explanted without complication it is not possible to determine what factors may be contributing to the reported anxiety and pain that the patient is experiencing. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, thrombosis/embolism, and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The optease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis, embolism and post-implant pain do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department. The plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, caval thrombosis, thrombosis/embolism, and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.